Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 4.1/2.6. The pt's coumadin was held for two days. The device was replaced and requested to be returned for eval.